Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the pin of one (1) mi z handle acet reamer broke off inside the reamer portion. However, after the device was received for evaluation, it was determined that the issue does not meet the criteria to be reportable, since a visual inspection of the returned device conclude that the distal articulation joint in the shaft is fractured and detached. This part of the device is used external to the patient where it is not possible for pieces to fall into the surgical site/incision. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. Additional information: d4 (lot number, expiration date) d9, h4.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, the pin of one (1) mi z handle acet reamer broke off inside the reamer portion. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.